Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 pocket e3 was failed. A field service engineer found full-height drawer 4 with a damaged retractor band cable. Replaced the cable and cleaned and reseated the row board cable header connection on the drawer board. Verified functionality in the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure to open and recover even after performing reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.